Event description:
It was reported to medtronic minimed that the customer experienced the metal piece of the battery cap falling out. The display was out. The label was not on the back. Failed battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported battery cap damaged. Damage is on metal contacts. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a blank display. Customer reported that battery cap contacts are missing, damaged, and/or corroded. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to download history files and traces using thump software due to blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. The pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, cracked case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails and serial number label missing. In conclusion, blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed with missing serial number label. Unable to verify failed battery test. Unable to confirm battery cap damage due to not receiving original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.